Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was broke. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.